Event description:
Inflammation at the site of application (knee). Info was received in feb 2004 from a patient, who has a history of articular and muscular inflammation and diabetes. The patient is on insulin currently for their diabetes. In 2004, the patient received their first synvisc injection in the right knee and experienced pain and swelling at the injection site the same day. The following month, following their second injection, they experienced pain, fever (warmth) and swelling at the site of application. The physician aspirated 40 ml of turbid fluid from the knee the same day. At the time of this report, synvisc was discontinued because of the reaction following the second injection. Additional information was received the following month from the patient's physician, who reported that the patient experienced inflammation at the application site, manifested by pain, articular effusion, calor, and turbid liquid. The patient was treated with an intra-articular injection of celestone soluspan (betamethasone / betamethasone sodium phosphate). At the time of this report, the patient had improved and synvis has been replaced by suprahyal (sodium hyaluronate). The physician assessed the event as related to the synvisc. MFR's comment: synvisc is not indicated for the treatment of articular inflammation. Synvisc is indicated for the treatment of pain in osteoarthritis (oa) of the knee in patients who have failed to respond adequately to conservative non-pharmacologic therapy and simple analgesics, e.g., acetaminophen. Qa investigation results: the review of synvisc product release data for both facilities did not indicate trends that could be associated to any product complaints.